Event description:
During a follow-up appointment, post-paced t-wave oversensing was noted. Reprogramming was recommended to resolve the issue. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up appointment, several right ventricular oversensing episodes and post-paced t-wave oversensing were noted. Reprogramming was recommended to resolve the issue. The patient was stable.